Event description:
It was reported that bd syringe 10ml ll 21ga 1-1/4in mx bun had scale marking issues. This occurred on 2 occasions. The following information was provided by the initial reporter: the intermediary care unit reports that the 10ml syringes are presenting (unknown) damage in the product, a flaw when taken. Information received: there are 2 pieces damaged, they are bent in the plunger and damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll 21ga 1-1/4in mx bun had scale marking issues. This occurred on 2 occasions. The following information was provided by the initial reporter: the intermediary care unit reports that the 10ml syringes are presenting (unknown) damage in the product, a flaw when taken. Information received: there are 2 pieces damaged, they are bent in the plunger and damaged.

Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon visual inspection two syringes are displayed, the image is not clear to visualize the failures reported. Physical samples are necessary to carry out a robust evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.